Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2019 at 6:04 pm. The patient reported obtaining an alleged inaccurate high blood glucose reading of ¿272 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient informed the csr that she manages her diabetes with novolog insulin using an insulin pump and claimed that she increased her insulin dose to "4.9 units" in response to the alleged high result obtained with the subject meter. The patient reported that an hour or two after taking the insulin she developed a symptom of becoming ¿unconscious¿ and that an ambulance was called. The patient claimed when the emergency medical services (ems) arrived at 8:00 pm, they tested her blood glucose on their meter and a result of ¿32 mg/dl¿ was obtained. The patient reported that she was then treated with IV glucose and oral glucose gel and after treatment was administered the ems tested her blood glucose again and a result of "55 mg/dl" was obtained. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr also noted that the patient was using test strips that had been stored correctly and were within their expiry/discard date. The patient did not have any control solution to perform a quality control test on the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after adjusting her novolog dose based on an alleged inaccurate high result obtained with the subject meter.